Event description:
It was reported that had a new pump implanted in (B)(6) 2012, because the battery on the old pump "went bad¿. Per the implant and explant dates, the pump battery depletion was in specification at the time of explant, thus it was not clear if the battery depleted prior to the expected date. No further details were provided. It was not known what the pump was used to deliver at the time of the event, but as of (B)(6) 2013 the patient's pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).